Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the findrwirz guide wire system was not reported or able to be subsequently ascertained.

Event description:
It was reported that on (B)(6) 2020 a patient underwent a lariat procedure. During the procedure, pericardial and trans-septal access were achieved and magnetic connection was made. At one attempt the lariat passed between the magnets and displayed false closure. The physician broke the magnetic connection to try again, and observed a communication of contrast from the left atrial appendage to pericardium. The effusion was managed by auto transfusion, and approximately 150cc were auto-transfused back to patient. The physician aborted the procedure after effusion management and a tte was performed to ensure effusion was resolved prior to patient coming off the table. The patient had elective surgery for laa management with a clip. The surgical procedure was unrelated to the effusion. Patient was doing well post-op. This was a procedural complication. There was no reported device malfunction.